Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a high blood glucose. Customer stated that the blood glucose was 400 mg/dl. Customer stated that they treated the high blood glucose with manual injection and insulin pen. Customer was been using the insulin pump within 48 hours of high blood glucose event. Customer was assisted with troubleshooting. Customer was using the insulin pump on auto mode. The insulin pump will not be returned for analysis.